Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 11 months. (B)(4). A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired due to intracranial lesions versus septic emboli. The patient had experienced a cerebral vascular accident (cva) on (B)(6) 2014. The cva was initially embolic with later conversion to hemorrhagic. A CT scan showed multiple supratentorial and infratentorial hemorrhagic lesions, as well as necrotic lesions. The patient did not have a history of prior stroke. It was reported by the medical team that the patient also had a serratia marcescens infection at the pump driveline exit site. The device was not explanted and will not be returned for evaluation. No additional information was provided.